Event description:
Inserted #18 jelco to pt's right arm. IV fluid noted leaking around plastic green trube. When hub checked hole was found - hub broke into two (2) pieces while attempting to dosconnect IV tubing.